Event description:
Edwards learned that a 23mm aortic pericardial valve, implanted for unknown time, was failing due to severe insufficiency. The patient was assessed for valve in valve. After additional imaging, it was decided not to treat the patient with valve in valve. Treatment plan for the patient¿s aortic insufficiency is unknown.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the reported failure. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Patient: (B)(6) 1937. Additional information obtained in investigation. Through follow up it was learned that the patient was not treated with valve in valve because additional imaging showed that the majority of the regurgitation was para-valvular and not valvular. Additional follow up revealed that the patient's physician is considering a percutaneous paravalvular leak closure to treat the patient's aortic regurgitation. No surgery is scheduled at this time. Serial number=(B)(4). Implant date=(B)(6) 2008